Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer. Therefore the device was not requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a check patient line alarm with air in line. This situation occurred during drain. The technical service representative (tsr) assisted the home patient (hp) to check the patient line for any kinks or blockages. The hp stated the patient line had a few small air bubbles. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the patient on (B)(4) 2011. The patient stated the following: the air in line was due to fibrin and fat blockage. He has since gone on hemodialysis. The lot number was not available.

Manufacturer narrative:
(B)(4). This complaint for a check patient line alarm was determined to be caused by use/user error, due to fibrin. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.